Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a transmitter failed error occured. No additional event or patient information is available. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion.